Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's stimulation was turning on and off. The pt is a foreman in a welding area. The on/off occurrences were happening whether or not the pt was at work. Current impedance measurements were normal. The pt had one group with four programs, no cycling or scheduled therapy changes. There were no issues with recharging and the pt was considered familiar with the stimulation on/off buttons. The pt was seen and was asked to keep a log of the on/off occurrences and activity prior to the change so they could be confirmed with telemetry of the device. Additional information has been requested.